Event description:
It was reported that during surgery to replace the pt's vns generator due to end of service, the new generator was attached to the old lead and high impedance was found. The lead was then replaced and the generator still showed high impedance. Generator diagnostics were performed that indicated the generator was functioning normally. Lead pin re-insertion was not performed as recommended by the MFR to troubleshoot the high impedance. A new generator was opened and placed on the lead which then showed normal lead impedance. A MFR rep was not present at the surgery. The site believed that the generator was malfunctioning however based on the generator diagnostics, it is likely that the lead pin was not adequately inserted. MFR report #1644487-2011-02057 was previously submitted to address the possible lead fracture on the previous lead. The generator has been returned and is currently undergoing analysis. No adverse events have been reported as a result of the event.